Event description:
During clinical practice, the opaque tip at the tip of single use guide sheath kit, model k-201 fell into the patients lungs. The chip that fell off has been recovered. The procedure was extended by two hours. A similar device was used to complete the procedure.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. The subject device was manufactured july 2023 based on the provided 3 digit lot information "37k". July 1, 2023 represents the manufacture date with the information available. If the full information becomes available, the manufacturer date will be updated.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out (updates to field d9, d10, and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. The complete evaluation results are as followed: the radiopaque tip was detached form the tube of the guide sheath. The tip of the tube was crushed and deformed into an oval shape. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the suggested event occurred due to one of the following mechanisms: 1) the inductor tip was bent when the inductor was inserted. 2) the inductor joint was caught on the radiopaque tip. 3) the inductor was pushed and pulled while the inductor joint was caught on the radiopaque tip. Or, the guide sheath was pulled in the pulling direction. 4) the radiopaque tip was pushed and pulled while it was caught on the inductor, causing the radiopaque tip position to be dislocated. 5) the radiopaque tip was displaced at an angle to the tube. Therefore, when the inductor or instruments were extended, they caught on the radiopaque tip and fell off. However, the root cause of the suggested event could not be specified. The event can be prevented by following the instructions for use which state: "do not force the instrument if resistance to insertion is encountered. Reduce the angulation until the instrument passes smoothly. Forcing the instrument could cause patient injury, such as punctures, hemorrhages or mucous membrane damage, and could damage the endoscope and/or instrument." "While the ultrasound probe or endotherapy is inserted into the guide sheath, do not force the endoscope or guide sheath. Doing so could result in bending or breaking of endotherapy and/or ultrasound probe." "Do not insert the endotherapy into the guide sheath, if the forceps cups are open or if the cytology brush is extended from the distal end of the tube. Doing so could damage the endoscope and/or instrument." "Do not withdraw the endotherapy from the guide sheath if resistance to withdrawal is encountered. Reduce the angualtion of the endoscope and withdraw the endotherapy and the guide sheath together from the endoscope." "If excessive resistance makes withdrawal difficult, adjust the angulation of the endoscope until the instrument can be withdrawn smoothly. Forcible withdrawal could damage the endoscope and/or instrument." Olympus will continue to monitor field performance for this device.